Manufacturer narrative:
Based on the information provided from the site, that it was not an adverse event and the embolization was a planned preventive action as a part of the stage procedure. The reportability was changed. This case is not reportable. This report will be retracted.

Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment of a thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis and a gore® tag® thoracic branch endoprosthesis. The patient tolerated the initial procedure. Pre-treatment imaging showed that the maximum aneurysm/ lesion was 64mm. During the procedure, there was a concern for development of a type ii endoleak from the left subclavian artery (lsa). On (B)(6) 2023, the prevention treatment for a suspected type ii endoleak was done. The patient underwent the coil embolization procedure using an amplatzer plug to treat the suspected type ii endoleak. No further adverse events have been reported. The patient tolerated the procedure and discharged home on (B)(6) 2023.

Manufacturer narrative:
A review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. Also was involved a tac124515c /23477491 UDI# (B)(4) and reported separately. Please note that the prevention treatment for a suspected type ii endoleak was done. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.